Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an euphora rx balloon during a procedure to treat a non tortuous lesion in the rca. The device was inspected before use with no issues noted. No difficulties were noted when removing the protective sheath / packaging stylette from the device. No resistance noted while advancing the device to the lesion. No difficulty noted during inflation of the device. The device was not moved or re-positioned prior to the deflation difficulties. Deflation difficulties were noted after the first inflation, the balloon deflated slowly. The physician used a 1:1 concentration of contrast: saline. It is reported that no intervention was used to remove the balloon, it eventually deflated. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.